Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported initially via telephone on 03/03/2017, the consumer stated that she had pain, grittiness and redness in her eyes after wearing contact lenses soaked in the solution for over 6 hours. Additional information was obtained on the same day of 03/03/2017 stating that the consumer visited an eye care provider (ecp) and was diagnosed with corneal damage/ulcers in both eyes. The patient is currently wearing double eye patches and was prescribed with an unknown antibiotic, unknown pain medication and an artificial tears (eye drops) with an unspecified treatment modality. The symptoms on both eyes is currently continuing. Additional information has been requested, but has not been received at this time.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).